Event description:
The biomedical engineer reports that the nibp is inflating and not deflating and not taking blood pressure readings on the bsm-1733a. Unit is being returned for repair.

Manufacturer narrative:
Details of the complaint: on 04/08/2019, customer at kaiser permanente reported nibp failure on bsm-1733a with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts assisted the customer by requesting to send the device for repair to repair center and processed exchange of unit. The defective device was received at nka on 04/19/2019. Repair center cleaned and decontaminated the unit, followed by verifying model, serial number as well as labels of the defective unit. The unit was tested for accuracy check, however the issue of "bsm-1733a s/n (B)(6) was not reading bp. The device would inflate, but not deflate and read nibp" could not be duplicated. The customer is however provided with an exchange unit. Investigation result(s): root cause of the issue could not be identified as the reported issue of "bsm-1733a s/n (B)(6) not reading bp. The device would inflate, but not deflate and read nibp" could not be duplicated by repair center. Review of device sap history found no previously reported issues with the unit. The unit is in use since 01/22/2016. The warranty of the device is valid till 03/29/2021. Investigation conclusion: review of device sap history found no previously reported issues with the unit. The unit is in use since 01/22/2016. The warranty of the device is valid till 03/29/2021. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; device evaluation; h3. Device evaluated by manufacturer? ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reports that the nibp is inflating and not deflating and not taking blood pressure readings on the bsm-1733a. Unit is being returned for repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reports that the nibp is inflating and not deflating and not taking blood pressure readings on the bsm-1733a. Unit is being returned for repair.